Manufacturer narrative:
A field action was initiated on 07 feb 2018 (product advisory notice was sent to all potentially impacted customers). The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for m7241l608 was reviewed and the product was produced according to product specifications. All information reasonably known as of 08 feb 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Halyard received a single report that referenced at least three different incidences, which were associated with separate units, involving an unknown number of patients. This is the third of three reports. Refer to 8030647-2018-00042 for the first report. Refer to 8030647-2018-00043 for the second report. It was reported that the flex connector disconnected at the 15 mm side. No injury to patient. Ventilator brand is maquet-servo-1 and hospital uses teleflex heated wire breathing circuits. Per additional information received 25 jan 2018, the flex tube disconnected from the closed suction catheter elbow. No further information provided at this time.